Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a total knee replacement (tkr) surgery, the hammer broke at the neck. Surgical delay is unknown. Procedure outcome is unknown. Patient outcome is unknown. This report involves one (1) combined hammer 500g f/03.010.170. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.364, lot: 9868518, manufacturing site: umkirch, release to warehouse date: may 13, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received combined hammer 500g broke at the welding point, between the handle shaft and hammer head. At the hammer striking face are numerous strong impact marks visible. The handle otherwise is in good condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the received condition of the complaint agrees with the complaint description since the hammer is broken at the neck point as claimed by the customer. Thus, the complaint is rated as confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. Due to the heavy hammering marks we presume that the breakage was caused by too much excessive force. The current technical guide recommends ¿if necessary, use light hammer blows to insert the nail¿. Based on the visible damages, we conclude that the complaint condition is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.364, lot: 9868518, manufacturing site: umkirch, release to warehouse date: may 13, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.